Manufacturer narrative:
The initial reporter was a biomedical manager. Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 21st august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust occurred on certain joints. Designated complaint unit employee confirmed based on photographic evidence the paint was peeling from spring arm, the corrosion built up on joints and the screw from spring arm was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem codes and h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st august, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust occurred on certain joints. Designated complaint unit employee confirmed based on photographic evidence the paint was peeling from spring arm, the corrosion built up on joints and the screw from spring arm was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust occurred on certain joints. Designated complaint unit employee confirmed based on photographic evidence the paint was peeling from spring arm and the corrosion built up on joints. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h6 medical device ¿ problem codes: material integrity problem/degraded/corroded/1131. Material integrity problem/degraded/peeled/delaminated/1454. Mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem codes: material integrity problem/degraded/corroded/1131. Material integrity problem/degraded/peeled/delaminated/1454. Previous h6 component codes: mechanical/coating material//4768. Mechanical/fastener/screw/568. Corrected h6 component codes: mechanical/coating material//4768. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust occurred on certain joints. Designated complaint unit employee confirmed based on photographic evidence the paint was peeling from spring arm and the corrosion built up on joints. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since paint chipping and rust occurrence, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: current version of iec 60601-1 general requirements for basic safety and essential performance. Current version of iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. The photographic evidence shows rust formation on the device. It can be observed that the corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused appearance of rust. Rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use; the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the rust occurred on certain joints. Designated complaint unit employee confirmed based on photographic evidence the paint was peeling from spring arm and the corrosion built up on joints. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.